Event description:
A health care professional reported thin flap in the right eye of the patient during refractive surgery. There are multiple related reports for this facility. This report addresses patient initials unk in the right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The energy was stable during this period. The reported treatment could be identified in the logfile. The beam control check resulted in a correction of plus forty three microns. The surgeon interrupted the treatment four times by releasing the laser pedal during bed cut. Finally after the fourth interruption the user aborted the treatment by pressing the vacuum pedal instead of the laser pedal. Treatment was only eighty four percent complete. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended cutting settings. The side cut spot separation was set to four microns. The recommended setting for the side cut spot separation is between five and eight microns. The thickness of the flap was one twenty microns, which is thinner than the recommended flap thickness of one thirty microns. Review of the log files for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint related product is expected to be returned for investigation. As a result of the reported thin flaps a service case was opened. Within the service the field service engineer performed test cuts and found the depth to be in range. Also the z-offset was within specifications. In addition a thresholds test did show uniform cuts, even at low energy. No adjustment was necessary. Further test did not show any unusual behavior. System meets specification as per service installation record. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).